Event description:
New information received notes on january 8, 2019 patient presented at the hospital for an elective left ventricular lead revision. The lead was explanted and replaced with a competitor lead. Patient was stable before, during, and after the procedure. It is unknown what the current status of the other leads and device are.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient was sent for an x-ray image and has evidence of twiddler¿s syndrome. All leads are dislodged. The left ventricular lead retracted back into the pocket. The device was manipulated by the patient and will need to be positioned in the pocket again. Device and lead revision surgery will be planned. Surgery date is unknown. Patient was symptomatic with occasional twitching at the pocket when the device was programmed to deliver biventricular pacing. Also programing changes were made to have right ventricular pacing only. No further information available.

Event description:
New information received notes post-surgery after the competitive left ventricular lead and competitive coronary sinus delivery system was implanted and patient had exited the operating room, it was discovered via x-ray that the patient had a small pneumothorax. It was suspected that the pneumothorax was likely caused by the new competitor left ventricular lead and the competitive coronary sinus lead delivery system. The patient needed a chest tube to resolve the pneumothorax and was discharged from the hospital on (B)(6) 2019. The status of the other leads and device are implanted and active.